Manufacturer narrative:
Date of event is estimated. Patient weight is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient is not receiving effective therapy and the therapy strength is decreasing on its own due to high impedances. As such, surgical intervention was undertaken on (B)(6) 2026 to address the issue. During the procedure the lead was cut and remains implanted. [Related manufacturer reference number:1627487-2026-08924].